Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a contaminated upstream occlusion seal. Functional testing revealed a defective downstream occlusion sensor. The sensor and seal were replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a contaminated upstream occlusion sensor and a defective downstream occlusion sensor. There was no patient involvement, the event occurred during testing.